Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type : laparoscopic partial pancreatectomy. According to the reporter: used with an idrive, upon pressing the button, the doctor suspended the firing automatically by detecting the thickness of the tissue and could not complete the firing. The surgeon stated that the tissue was too thick for the operation and it was later confirmed that staples could not be fired on the tissue but only reached the reinforcement sheet. The surgery was converted to an open procedure as additional suturing was required for the recovery of the concerning part. There was tissue damage, however, no tissue loss. There was bleeding greater than 500cc, however, the patient did not require a blood transfusion as most of the bleeding occurred because of the adhesion of the patient.